Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents test, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No a21 alarm noted. No damage was found on the interface board noted. The insulin pump was received with cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube and minor scratched display window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm an a21. Customer's blood glucose was unknown mg/dl. Customer stated the he/she pressed esc and act to clear the alarm, however it didn't work. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.